Event description:
A malfunction alarm identified as "malf 24" was reported, and the customer experienced no adverse impact on their blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as a backup insulin therapy. Technical support confirmed the shipping address, provided instructions for storing the pump, and arranged for a replacement pump to be sent. The customer was instructed on returning the faulty pump and acknowledged all guidance provided.